Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter facility name: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 cases of adverse event without an identified device malfunction while using bd venflon¿ IV cannula. Patients received additional therapy as a result. The following information was provided by the initial reporter: the hospital observed 3 cases of inflamation after venflon2 usage. The last one was at may, 30th.

Manufacturer narrative:
H6: investigation summary the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 2 bl 22ga IV cannula from lot #1154538 regarding item # 391451 with the reported issue of irritation. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for sterility breach was done in the ten retention samples. The DHR was also reviewed for sterility test performed after sterilization. There was no breach in sterility test found in DHR of 1154538. Since no samples are available this complaint could not be confirmed, and no investigation could be performed further.

Event description:
It was reported that there were 3 cases of adverse event without an identified device malfunction while using bd venflon¿ IV cannula. Patients received additional therapy as a result. The following information was provided by the initial reporter: the hospital observed 3 cases of inflamation after venflon2 usage. The last one was at (B)(6).